Event description:
It was reported that the pump declared an alarm 20 during pumping, leading to a malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Despite following the proper loading technique, the customer was unable to load a new cartridge successfully, as the alarm recurred. Technical support assisted the customer by deciding to replace the pump, which was under warranty, and provided instructions on storage mode and the return process. The customer acknowledged and agreed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.